Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trigeminal neuralgia on (B)(6) 2011, joint pain on (B)(6)2010, muscle strain on (B)(6) 2010, polymenorrhea on (B)(6) 2010, pinguecula in 2009, myopia in 2009, hip deformity in 2009, chronic sinusitis in 2009, difficulty breathing in 2008, chronic rhinitis in 2008, sacroiliitis in 2007, cervical dysplasia in 2006, chills, pelvic pain, ovarian cyst, diarrhea, nausea, abdominal pain, pap smear abnormal, menses irregular, menopausal symptoms, gravida ii, parity 2, gravida, bleeding intermenstrual, polymenorrhoea and heavy periods. Previously administered products included for birth control: implanon and birth control pill. Concurrent conditions included parathyroidectomy, temperature intolerance, vaginal dryness, libido decreased, menopausal symptoms, numbness in leg, pulled hamstring, neck pain, muscle spasm, kidney stones, hip sprain, dizziness and hyperparathyroidism. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids, prednisone, prochlorperazine (compro) since (B)(6) 2015 and vitamin d nos (vitamin d) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("pain lumbar pain") and migraine ("migraines"). In (B)(6) 2013, the patient experienced headache ("headaches"). On (B)(6) 2013, the patient experienced night sweats ("hormonal changes describe: night sweats, hot flashes") and hot flush ("hormonal changes describe: night sweats, hot flashes"). On (B)(6) 2013, the patient experienced flushing ("flushed skin conditions type: flushed skin") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced menstruation irregular ("irregular menstrual cycle"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with botulinum toxin type a (botox), rizatriptan benzoate (maxalt) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, vaginal discharge, flushing, fatigue and weight increased had resolved, the dyspareunia, menometrorrhagia, menstruation irregular, headache, night sweats and hot flush outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, flushing, headache, hot flush, menometrorrhagia, menstruation irregular, migraine, night sweats, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: low back pain, irregular menses,night sweats, hot flashes, weight gain, abnormal vaginal bleeding, menometrorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs received: reporter information were updated. Event outcome were added and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trigeminal neuralgia on (B)(6) 2011, joint pain on (B)(6) 2010, muscle strain on (B)(6) 2010, polymenorrhea on (B)(6) 2010, pinguecula in 2009, myopia in 2009, unspecified acquired deformity of hip in 2009, chronic sinusitis in 2009, difficulty breathing in 2008, chronic rhinitis in 2008, sacroiliitis in 2007, cervical dysplasia in 2006, chills, pelvic pain, ovarian cyst, diarrhea, nausea, abdominal pain, pap smear abnormal, menses irregular, menopausal symptoms aggravated, multigravida, parity 2, vaginal delivery, bleeding intermenstrual, polymenorrhoea and heavy periods. Previously administered products included for birth control: implanon and birth control pill. Concurrent conditions included parathyroidectomy, temperature intolerance, vaginal dryness, libido decreased, menopausal symptoms aggravated, numbness in leg, pulled hamstring, neck pain, muscle spasm, kidney stones, hip sprain, dizziness and hyperparathyroidism. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and prednisone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced menometrorrhagia ("menometrorrhagia"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("pain lumbar pain"), headache ("headaches") and migraine ("migraines"). In 2013, the patient experienced night sweats ("hormonal changes describe: night sweats, hot flashes"), hot flush ("hormonal changes describe: night sweats, hot flashes"), flushing ("flushed skin conditions type: flushed skin") and fatigue ("fatigue"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with botulinum toxin type a (botox), rizatriptan benzoate (maxalt) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, menometrorrhagia, menstruation irregular, headache, night sweats, hot flush, flushing, fatigue and weight increased outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, flushing, headache, hot flush, menometrorrhagia, menstruation irregular, migraine, night sweats, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: low back pain, irregular menses, night sweats, hot flashes, weight gain, abnormal vaginal bleeding, menometrorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received: previously reported event ¿injury nos¿ was replaced by event ¿night sweats¿ , events-¿ hot flashes, flushed skin, migraines,headaches, dysmenorrhea, dyspareunia, vaginal discharge, fatigue,weight gain, lumbar pain, lower abdominal pain, menometrorrhagia, irregular menstrual cycle¿, treatment & concomitant drugs, concomitant conditions, lab test, reporter, patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.